Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp), clinical study via a manufacturer representative regarding a patient with clinical ID: (B)(6). The patient reported left-sided radicular pain and sacroiliac joint degeneration with onset on (B)(6) 2026, recorded as occurring post-surgery; the site became aware of the event the same day. The narrative states there was a malpositioned tlif cage, with radicular pain likely due to impingement of the l5 nerve root by a prominent left-sided cage at l4-5. Degenerative changes in the left sacroiliac joint were also reported as contributing to symptoms, supported by partial relief after sacroiliac joint injection. No hospitalization or diagnostic tests were reported. Treatment was reported, and the patient was planning surgery for cage removal, although it had not yet been scheduled. The outcome was reported as recovering/resolving. The site assessed the event as probable related to both the study device and the index surgery/procedure, and the sponsor assessed it as probable related to the index procedure and causally related to the device (tlif cage). Relevant medical history included flatback syndrome of the lumbar region, spinal stenosis of the lumbar region without neurogenic claudication, lumbar radiculopathy, and spinal cord stimulator status. On 2026 may 4, update received description: left-sided radicular pain there is a malpositioned transforaminal lumbar interbody fusion (tlif) cage. Radicular pain is likely due to impingement of the l5 nerve root by a prominent left-sided cage at l4-5. This l5 nerve root impingement is considered a contributor to the current pain.